Manufacturer narrative:
The device had intermittent bolus express and up buttons response due to corroded keypad traces. The device had minor scratched lcd window, cracked case at the display window corner, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, and a cracked case at the reservoir tube window corners.

Event description:
The customer reported via phone call of cracks on their insulin pump, as well as an unresponsive button. The customer's blood glucose level at the time of incident was unknown. The customer states that the cracks are around the reservoir and that the device had been dropped before. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.